Event description:
According to the reporter, during an eye surgery, the device¿s thread broke, the suture was hydrated with water prior to use. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one image related to a device. The visual inspection of the image noted 1 suture and no needles. The retainer was opened with the correct packaging in an undamaged condition. A particle was noted on the retainer next to the suture. The needle end of the suture could not be seen. As no sealed samples were returned, a knot pull test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.